Event description:
During arthroscopic shoulder surgery, the surgeon was using a dyonics shaver. When the surgeon released his foot from the foot pedal, the shaver continued to operate. It was noted that the foot pedal was stuck. The foot pedal was removed from the room and biomedical engineering was immediately notified. They noted a sticky substance on the bottom of the foot pedal that appeared to be betadine. They cleaned the pedal and it worked appropriately. All remaining foot pedals also were checked. Going forward, the foot pedal will be encased in a cover for each case. There was no injury to the patient.